Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure "e05 - console error" and "e22 - motorpack error" occurred with the aquabeam robotic system. The error messages were unable to be cleared; therefore, the decision was made to abort the aquablation procedure and convert to a transurethral resection of the prostate (turp) surgical procedure. There were no adverse consequences to patient health as a result of the reported event.

Manufacturer narrative:
H.10 additional narrative/data: the aquabeam handpiece was returned for investigation. Functional testing was able to reproduce the "e22 - motorpack error" message with the associated complaint aquabeam motorpack during docking cycle testing. However, the e22 error was not reproducible after the first occurrence of the e22 event. A combined total of nine (9) docking cycles and six (6) simulation treatments were performed without being able to reproduct the error. As part of the investigation, the aquabeam handpiece shell was opened up and salt deposits were observed on the sensor board. The "e22 - motorpack error" reported was likely to have been triggered by fluid getting into the openings underneath the handpiece and finding its way onto the sensor board. However, precisely how the fluid entered the device is unknown. A review of the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) for serial number: (B)(6) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications upon release for distribution. A review of the device history record for the aquabeam handpiece, lot number: 20c00072r1, confirmed that there were no nonconformances related to the reported event during the manufacturing process of this lot. A review for similar complaints confirmed that there were four (4) other similar complaints across all lots. The aquabeam robotic system's user manual (intl), um0104-00, rev. D, states the following in table 5 system detected errors and faults: "e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." The reported event of "e22 - motorpack error" message was confirmed during in-house investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The "e22 - motorpack error" reported was likely to have been triggered by fluid getting into the openings underneath the handpiece and finding its way onto the sensor board. However, precisely how the fluid entered the device is unknown. The root cause of the reported event could not be established.